Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that while sawing, the universal modular electric/battery double trigger handpiece stopped. Even though the battery was changed, the handpiece did not resume function. It was reported that surgery time was extended by 5 minutes. There was no report of pt injury associated with the event. No add'l clinical info was received prior to this report.